Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep couldn't reproduce the error. He did notice that whenever rotating the image, the rotation motor is very noisy. There are no lubrication points available. He recommend replacing the camera. The customer will call back if they want the camera replaced. He checked and assured that the unit was operating according to manufactures specs.

Event description:
The customer reported that the tv image is constantly rotating counterclock wise. Rebooting the system doesn't repair it.